Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, when the reload was connected to the adapter, the calibration started after few minutes, and the reload articulated from side to side on its own. The surgery time was not extended by more than 30 minutes. There was no blood loss of 500cc or more. There was no extension of the incision by more than 1 inch. There was no change from endoscopic to open surgery. There was no unanticipated tissue loss or irreversible damage. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) stapler adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the adapter noted a bowed switch. Functional evaluation of the adapter did not replicate the reported condition of uncontrolled articulation. The root cause of this condition is an improper assembly or solder of the switch to the board. A manufacturing action has been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.